Event description:
The customer reported that she was experiencing high blood glucose levels, vomiting and shaking. The customer stated that she has treated, but her blood glucose levels are staying high. The customer reported a blood glucose reading of 433 mg/dl. The customer was advised to go to the hospital for treatment since she was unable to get her blood glucose levels under control. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.